Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited a pacing impedance of greater than 2000 ohms during a routine device replacement procedure. The lead was tested with a pacing system analyzer (psa) with an impedance measurement of greater than 4000 ohms. The lead was surgically abandoned and replaced.